Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that the infusion set got kinked. The customer's blood glucose was 530 mg/dl at the time of incident. The customer's blood glucose was 263 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with manual injections. The customer's mother stated that they found that the reservoir was crack and there should have been insulin but they found that there was no insulin in it. The customer's mother declined to troubleshoot. The customer's mother was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.